Manufacturer narrative:
Concomitant product: 6947-65 lead implanted: (B)(6) 2010.

Event description:
It was reported by the patient that a third lead was turned off because there are issues. Follow-up was conducted with the clinic and from the information obtained it was reported that the left ventricular (lv) lead was programmed off eleven days post implant due to diaphragmatic stimulation; as the patient refused any further reprogramming of the lv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.